Event description:
The pump was returned for a large prime volume. During evaluation, the force sensor was found to be out of calibration. This report is made based on the results of evaluation.

Manufacturer narrative:
Recall: 2531779-03/24/2010-003-r. During evaluation the force sensor was found to be out of calibration.